Event description:
It was reported that the patient's ins was explanted and replaced due to a current leak on the 6/8 electrodes. The patient had a reoccurrence of the previous (treated) symptoms. The patient's outcome was listed as "ok." No further details or patient symptoms were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)